Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient reported that he was unaware that his wearable had failed and therefore, he did not receive an alert notifying him of his hypoglycemic state. The patient stated the event occurred approximately 20-30 minutes after he became aware of the wearable failure. The patient began profusely sweating and was dizzy while in the kitchen peeling an orange. The patient then lost consciousness and fell to the floor. He landed on his nose. The patient¿s spouse found the patient and treated him with glucose tablets. The patient regained consciousness after the glucose treatment. The patient¿s wife asked if he wanted to go to the emergency room, but the patient declined. Instead, he called his doctor to discuss that situation. No bg meter reading were reported for this event. The patient¿s doctor advised him to monitor for signs of a concussion, which the patient denied having any signs of. The patient¿s doctor also recommended the patient undergo x-rays of his neck and nose to rule out any fractures. The patient¿s imaging tests were scheduled for (B)(6) 2025. Upon follow-up with the patient, the x-rays confirmed there were no fractures. The patient also had cyclobenzaprine on hand from a previous injury and his doctor told him that he could also take it in regards to this event. The patient has also been taking 500 mg of tylenol. The patient still had some neck pain at the time of follow-up. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.